Event description:
It was reported that during talus orthopedic surgery it was observed that air was leaking from the hose of the motor device. The location of the air leak was unknown. There was no delay in surgery as a spare device was available. It was unknown to the reporter if the surgery was completed successfully with the spare device. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all assessment testing. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.